Event description:
It was reported that the display screen on the front of the unit is flickering and the light is coming in and out. The lightbulb was changed, but that did not help. The light kept flickering. It was further reported that the unit was going to standby mode and the display functions intermittently go in and out.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.